Event description:
It was reported that a patient underwent a minimally invasive transforaminal lumbar interbody fusion (mis tlif) at levels l5-s1. Int ra-op, grade 2 spondy and the tip of implant could not enter disc space. Heavy use of mallet eventually caused the implant to fracture the cage near the inserter which resulted in the cage rotating.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.